Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening(linear) in the shell, brown particle material in the fill channel and yellow particle material in the shell. Leak test and microscopic analysis was performed which identified a sharp opening on posterior. The fill test inspection was performed with the result of no blockage. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified(tear) opening.

Event description:
Health professional reported right side deflation. Device has been explanted.